Manufacturer narrative:
This report is being supplemented to provide additional information based on evaluation and the legal manufacturer's final investigation.   New information added to the following fields: correction on field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  In addition, the following non-reportable malfunctions were found during the device evaluation: -high intensity function is not working sometimes. -dust found inside the equipment. -gaskets found deformed. -white light imaging lens found foggy. -label on lamp door found detached. Based on the results of the investigation, it was confirmed that power supply unit failure was the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the xenon light source lamp does not ignite but the spare lamp was functional. It was indicated that no procedure was involve. The issue was found during maintenance. There were no reports of patient injury or harm.